Event description:
During transport of infant patient, the volumetric infusion pump's battery depleted and gave no prior warning of low battery. The transport team did note that pump was plugged into the transport ac power which was connected to house power. The pump was sequestered and sent to biomedical engineering for repair and reporting. This pump was part of a new fleet which was in service for less than 160 days. No patient harm was associated with this event as pump fail prior to connection to patient IV line. Manufacturer response for volumetric infusion pump, plum 360 (per site reporter). Awaiting follow up after additional testing.